Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens has foreign objects and connecting tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: objective lens has a scratch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects around the adhesive near the objective lens, as well as within the connecting tube. There was no patient involvement.